Manufacturer narrative:
The suspect device was received and evaluated by vyaire, found out that no unusual alarm types or incident counts, all event trace entries are consistent with normal ventilator operation. All testing performed using good test patient circuit and good ac adapter. The ventilator passed 28 hour extended tests at rub-in settings. The device failed troubleshooting final test at peep pilot pressure and tidal volume &flow performance. Further evaluation reveled that the tidal volume & flow performance tests failed for non-conformance with measured vti. Measured vti was 179.78 the expected is 180.00 for test 3. Measured vti was 212.11 and the expected is 225.00 for test 4. Additional problem found on the device, the unit due for 30k pm based off usage hours (32978.9). The customer would like the unit to be returned. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer is requesting a download of the event log of ltv 1150 ventilator because they suspect that one of the caregivers in the home did not respond to an alarm that was occurring which lead to the death of the patient.